Manufacturer narrative:
Date of the event: (B)(6) 2020 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well for a couple of days. The caller checked the right implantable neurostimulator (ins) and it was off, and the caller stated they did not know how it was turned off. When they connected the patient programmer (pp) with the left ins, the pp was displaying the screen in icon mode. The caller noted they previously changed the pp batteries prior to calling. The screen was reviewed with the caller and the steps to access text mode. The caller confirmed she was successful with doing that. It was reported that the patient was shaking due to parkinson's disease.